Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced tingling and numbness waist down. Additionally, the patient reported incontinence and falls. As a consequence, the device was turned off. The physician directed the patient to not use the device until he is healed from injuries due to the falls. There have been no reports of further complications regarding this event.